Event description:
It was reported that the patient noted the right deep brain stimulation (dbs) implantable neurostimulator shut off when it reached 40% capacity. No environmental or external factors were identified as contributing to the issue. Diagnostics performed included an impedance check and an equipment check on the recharger and remote control, with a manufacturer data report collected. No interventions or actions have been taken to resolve the issue yet, and it remains unresolved at the time of the report. The healthcare professional has no further information on this event. The patient is alive and has sustained no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.